Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2011. Revision of left shoulder components due to aseptic humeral loosening with impending peri-implant fracture at proximal humerus. Some lucencies about the glenoid. Case report form states event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.